Manufacturer narrative:
(B)(4). The 5.0x100 mm absolute pro stent was deployed at the right proximal sfa to treat the target lesion. Post-dilatation was performed using the 4.0x100 mm fox sv pta catheter. A non-abbott gooseneck snare kit was used in an attempt to snare the tip of the 5.0x120 mm absolute pro stent system but was unsuccessful. The patient was sent to surgery and the tip was removed successfully via a cut down. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion with 100% stenosis, mild tortuosity, and moderate calcification in the right external iliac artery to the proximal right ostial superficial femoral artery (sfa). A non-abbott 6f guide sheath was introduced into the patient anatomy. A 300cm non-abbott guide wire was advanced to the right distal profunda artery then another non-abbott guide was advanced to cross the lesion successfully. A 4.0x100 mm fox sv percutaneous transluminal angioplasty (pta) catheter was advanced, pre-dilated the target lesion, and withdrawn. An absolute pro 5.0x120 mm self-expanding stent (sess) was back-loaded onto the non-abbott guide wire and resistance was felt during advancement and withdrawal of the sess into and out of the non-abbott guide sheath. The non-abbott guide wire was removed. An absolute pro 5.0x100 mm sess was back-loaded onto the non-abbott guide wire. An extra marker was discovered at the popliteal during stent positioning. The marker was suspected to be the tip of the 5.0x120 mm sess. The 5.0x120 mm stent was checked and its tip was missing. The 5.0x120 mm absolute pro stent was found to be deployed from the right external iliac artery to the right common femoral artery. Although the 5.0x120 mm absolute stent prematurely deployed, the stent was in the right external iliac artery to right common femoral artery which the physician had planned to place a stent in during this procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion with 100% stenosis, mild tortuosity, and moderate calcification in the right external iliac artery to the proximal right ostial superficial femoral artery (sfa). A non-abbott 6f guide sheath was introduced into the patient anatomy. A 300cm non-abbott guide wire was advanced to the right distal profunda artery then another non-abbott guide was advanced to cross the lesion successfully. A 4.0x100 mm fox sv percutaneous transluminal angioplasty (pta) catheter was advanced, pre-dilated the target lesion, and withdrawn. An absolute pro 5.0x120 mm self-expanding stent (sess) was back-loaded onto the non-abbott guide wire and resistance was felt during advancement and withdrawal of the sess into and out of the non-abbott guide sheath. The non-abbott guide wire was removed. An absolute pro 5.0x100 mm sess was back-loaded onto the non-abbott guide wire. An extra marker was discovered at the popliteal during stent positioning. The marker was suspected to be the tip of the 5.0x120 mm sess. The 5.0x120 mm stent was checked and its tip was missing. The 5.0x120 mm absolute pro stent was found to be deployed from the right external iliac artery to the right common femoral artery. Although the 5.0x120 mm absolute stent prematurely deployed, the stent was in the right external iliac artery to right common femoral artery which the physician had planned to place a stent in during this procedure. The 5.0x100 mm absolute pro stent was deployed at the right proximal sfa to treat the target lesion. Post-dilatation was performed using the 4.0x100 mm fox sv pta catheter. A non-abbott gooseneck snare kit was used in an attempt to snare the tip of the 5.0x120 mm absolute pro stent system but was unsuccessful. The patient was sent to surgery and the tip was removed successfully via a cut down. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht connect flex 300cm, v-18 short taper tip, 300 cm; sheath: 6f flexor ansel guiding sheath. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.